Event description:
It was reported that the camera head was not working and had no images. The event occurred during preparation for use for an unspecified therapeutic procedure. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is probable that the cause of the no image was due to a faulty charged coupled device (ccd), a kink, and knot and cut on the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.